Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identification (UDI) is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the uninterruptible power supply (ups) was replaced without resolution. Once the battery cartridge was tested, found to be below voltage specifications, the battery cartridge for the ups was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The ups and battery cartridge have not been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while outside of a procedure, an unexpected noise emitted from the viewing station of the imaging system. It was reported that the viewing station of the imaging system shut down without prompt from the user and could not be restarted. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The uninterruptible power supply (ups) and switch were returned to the manufacturer for analysis. Performance testing showed that the battery was not being charged. If information is provided in the future, a supplemental report will be issued.